Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she always gets high blood sugars. Customer has tried to adjust the basal at different times but it hasn't worked. Customer that she had lab work done and her blood glucose was 523 mg/dl yesterday. Customer had a steroid injection and her blood glucose has been elevated since then. Customer stated that she is waking up with a blood glucose in the 300's mg/dl. Customer's current blood glucose is 111 mg/dl. Customer had the steroid injection on (B)(6) 2013. Customer had symptoms of high blood glucose such as dry mouth. Customer treated with the pump. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer stated that she has not had any bent cannulas.